Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The acetabular inserter unscrewed into the cup. The thread form tip unscrewed from the shaft.

Manufacturer narrative:
A functional check with a mating cup found the threaded tip to assemble and disassemble as intended; the threaded tip did not back out. Visual analysis found an etching of 11-15r indicating the instrument was repaired or reworked by a non-approved (B)(4) vendor for an unknown reason in november of 2015. Unsuccessful attempts were made to the territory office to try to obtain information on what was repaired or reworked. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.